Event description:
Physician placed a +21 power intraocular lens implant in patient instead of +22 power that was requested. Patient may be required to wear glasses post procedure. An incorrect power lens was set up on the surgical table. Labeling was correct. Review of practice and final verification of implant procedure performed. Staff education conducted.